Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leak from the weld. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured between october 16, 2019 to october 17, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a weld leak from the lower right side of the bag was identified. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.